Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: leaking methatrexate.

Manufacturer narrative:
This report has been identified as b. Braun inc. (B)(4). Five used sets were received for evaluation. All of the samples were tested for leakage per the specification. Leakage was observed from two of the valves, and upon visual inspection it was observed that the valves were cracked. No leakage was observed on the other three samples. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed.